Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that the ECG leads and the measurement module were replaced, but the issue persists. The rse recommended to replace the processor pca. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Correction: philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device failed the opcheck last week and there were intermittent errors over the last two months which were ECG related. Multiple attempts to obtain clinical and patient information were not successful. Based on the available information, the reported issue was during opcheck, therefore, this report has been updated from serious injury to product problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: the reported problem was confirmed. This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that the ECG leads and the measurement module were replaced, but the issue persists. The rse recommended to replace the processor pca. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted there is insufficient information to identify the cause of the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that the ECG leads and the measurement module were replaced, but the issue persists. The rse recommended to replace the processor pca. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device failed the opcheck last week and there were intermittent errors over the last two months which were ECG related. It was reported the device was in clinical use and there was no patient or user harm. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.